Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_prog, serial# unknown, product type: programmer, physician. Other relevant device(s) are: product ID: neu_unknown_prog, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) on (B)(6) 2019 regarding a patient receiving morphine (20mg/ml at 0.96mg/day) via an implanted infusion pump. The indication for use was spinal pain. It was reported that a new system was implanted in (B)(6) 2019. At the time of implant, the hcp removed the saline and put 20mg/ml morphine in the pump reservoir, but had it programmed to saline (0.9mg/ml at 0.0432mg/day). The patient came to the clinic two weeks ago (relative to the date of report) and the hcp confirmed the catheter was patent/not kinked. At the time of report they were programming the pump to morphine (20mg/ml at 12.998mg/day) and needed assistance programming. It was noted that they would confer with the doctor if going from morphine at 0.96mg/day to 12.998mg/day would be safe for the patient. No further complications were reported or anticipated.